Manufacturer narrative:
The orange therapy probe was returned to the manufacturer for analysis. Analysis found that the returned fighter was found in good condition with no apparent physical damage. With the markers attached and fully seated, the fighter returned a good geometry error. There was no failure found. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a bent orange therapy probe in a demo tray. There was no patient present.